Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient experienced vascular occlusion of lower lip within 1 hour after injection with juvéderm volbella® xc. Blanching was not noted on injection but patient began to bruise within minutes after injection. This was followed by discoloration of tissue distal to the injection site. 150 units hylenex was applied to the lower lip within 1 hour after initial injection. Condition reported as improving and more hylenex is planned.